Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was running high (highest at 478 mg/dl). The cartridge and infusion set had been changed and the customer indicated that the healthcare provider would be contacted to address the high bg level as needed. As the customer had changed the pump supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed.